Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, there was poor staple formation and the staple line was incomplete centrally. The staple line was fixed by oversewing. Medical intervention was required to prevent permanent impairment of function. There was temporary injury due to the tissue damage. The tissue was torn and was repaired by using sutures and clips. The damage was not permanent. No reinforcement material was used. Current patient status is alive with no injury.